Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first step of sleeve procedure, the device was not able to fire. The surgeon was not able to press the green button and could not squeeze the handle. The surgeon used new reload to resolve the issue. There was no patient injury.